Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the physician found the subject balloon with contrast agent leaked and was unable to inflate it. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure the physician found the subject balloon with contrast agent leaked and was unable to inflate it. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The returned product was confirmed to be the product reported in the complaint. During visual inspection, no anomalies were noted on the device. During functional inspection, the device was inflated without difficulties and no leakage was noted. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was not confirmed. Additional information clarified no damage was noted to the packaging prior to opening the packaging and the device was prepared as per dfu for this product. The device was confirmed to be in good condition during preparation / prior to use on the patient. Continuous flush was set up and maintained and the patient¿s anatomy was described as moderately tortuous. Additional information also clarified that the balloon was not inflated during preparation, so it was not possible to report if leakage was noted during preparation. During visual inspection, no damage was noted to the exterior of the device. The returned product review (visual, physical, and functional testing) showed no evidence of either the as reported events or any defect to the device which could have contributed to the event. No balloon leakage was noted, so an assignable cause of not confirmed has been assigned to the as reported event balloon leaked during use. The dfu states that caution should be taken not to over-tighten the hemostatic adapter around the dilatation catheter shaft, as lumen constriction may occur, affecting inflation/deflation of the balloon. Although there was no difficulty inflating and deflating the balloon in the complaint laboratory, the adapter may have been inadvertently over-tightened during the procedure resulting in a failure to inflate the balloon. Therefore, an assignable cause of procedural factors will be assigned to the as reported event balloon failed to inflate. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Hence, the as analyzed event device within specifications will be assigned an assignable cause of patient-procedural factors. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.